Manufacturer narrative:
The device history records are being reviewed. The device has been returned and is currently being evaluated. The investigation is underway.

Event description:
It was reported that the vascular stent partially deployed in a heavily calcified vessel prior to reaching the treatment site in the superficial femoral artery. Reportedly, the device was inserted w/o an introducer sheath. The delivery system was successfully removed. There was no report of pt injury.